Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is an off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor prior to traveling to ohio. The following day, 09/04/2025, the sensor failed. The patient did not have an extra sensor or a glucometer available as a backup. The patient was using an omnipod insulin pump at the time. Later that day, the patient experienced symptoms including dehydration, mental confusion, and body aches. The patient drove himself to the emergency room, where his blood glucose measured 487 mg/dl. He was treated with IV fluids and IV insulin and remained under care for approximately 12.5 hours. At discharge, his blood glucose was 143 mg/dl, and he was reported to be feeling fine. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.